Event description:
The customer reported that the t button on the device stopped working, with further confirmation later revealing that the button was indeed missing. There was no information provided regarding the impact on the customer's blood glucose level. The company is awaiting the return of the pump to examine it, and a replacement pump with a different serial number has been prepared for the customer.